Event description:
Material #: 515056, batch#: unknown. It was reported by customer that the patient was sent home on an aurora fluorouracil pump. The new pha seal system was used, and the blue plastic protector was placed over the connection. When patient returned for his pump dc he stated while at home the luer lock end of the pump became disconnected from the pha seal connector that pharmacy applies despite the blue protector being applied. He noticed the disconnection right away and was able to open the blue protector and reattach the luer lock end to the pha seal. He stated there was minimal chemo spillage, but had he not noticed his fluorouracil would have leaked more. He wanted an origmai to be placed about this incident.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.